Event description:
Reportedly, during a scheduled follow-up, the device memories (aida) showed no information related to apnea, although the sleep apnea monitoring (sam) algorithm was on and the device has been interrogated previously (on (B)(6) 2015). During this follow-up, the device memories (aida) took 5 minutes to open. An analysis is requested.

Event description:
Reportedly, during a scheduled follow-up, the device memories (aida) showed no information related to apnea, although the sleep apnea monitoring (sam) algorithm was on and the device has been interrogated previously (on (B)(6) 2015). During this follow-up, the device memories (aida) took 5 minutes to open. An analysis is requested.

Manufacturer narrative:
Preliminary analysis showed that the device behavior is in accordance with the programmer software specifications.

Event description:
Reportedly, during a scheduled follow-up, the device memories (aida) showed no information related to apnea, although the sleep apnea monitoring (sam) algorithm was on and the device has been interrogated previously (on (B)(6) 2015). During this follow-up, the device memories (aida) took 5 minutes to open. An analysis is requested.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.